Event description:
Received information stating customer received an occlusion alarm. The customer's blood glucose level was 500 mg/dl at the time of event. Reportedly, the customer had changed her site and her blood glucose was down to 440 mg/dl.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.